Event description:
A patient's implantable cardioverter defibrillator (ICD) and lead were returned with no patient information included. The patient was noted as deceased in device registry. Multiple communication attempts to healthcare facility were not replied to. The patient's death is being reported due to no finite primary, secondary cause(s) of death identified.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.